Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The user guide states: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. To clear the alarm, the customer would stretch out the tubing and "not always change out (supplies) if those were happening. Blood glucose was reported to have been high (value not provided). As the occlusions had occurred in the past, a cause could not be determined. Reportedly, the customer changed out the infusion set and cartridges every 4-7 days and the cannula every 3 days.